Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was 412 mg/dl. When entering his food bolus, the numbers kept scrolling when he pressed the act button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.